Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly was noted. The pump was received with no moisture damage on electronics. The pump was unable to verify battery out limit alarm and perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response. The pump was received with scratched display window, cracked display window corner and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 465 mg/dl. The customer treated with a manual injection. The customer stated that she had issues with the battery out limit and the buttons were not working. The customer stated that she had high readings due to yard work in the morning. The customer stated that the up and down arrows would scroll on their own. The customer also stated that the escape button was not working. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.